Manufacturer narrative:
Bayer product analysis received and examined one returned stellant CT disposable kit, lot number 8590469. Visual examination confirmed the presence of an unknown black residue that was partially connected to the inside wall of the luer connector. Our investigation determined that the residue noted in the connector was most likely introduced during the manufacturing process and was not detected upon receipt of the product from the supplier. A 12 month review of complaint history determined the complaint rate to be (B)(4).

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw an unknown particulate within the male luer connector of the low pressure connector tubing (lpct). The customer elected not to use the tubing. No injury or adverse event was reported.